Event description:
During chemotherapy, leaking was noted. The needle was noted to be broken at the access site. The chemotherapy leaked on the skin. The skin was cleaned. The huber needle was removed. The port was reaccessed. The patient was not moving; the line was not manipulated.